Manufacturer narrative:
During pre-repair assessment performed by a technician, functional testing was performed and revealed the device was damaged and not functioning properly. This was attributed to normal wear of the device. Various parts were replaced. Device was repaired and returned to the customer.

Event description:
Customer reported hardness of sleep movement and vibration in device. This is report 1 of 1 for complaint (B)(4).